Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was functioning fine. The field service engineer confirmed no issues were found. The system functioned as intended after field service engineer the investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed to stay closed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.